Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the rectum was resected during a laparoscopic low anterior resection, surgeon was informed that the jaws could not be opened. It was reported that the knife did not return to its original position when the rectum resection was attempted using the power handle and 45amt inserted from the lower right abdominal trocar under scopic view. The knife could not be restored even after the handle was removed using the powered approach and re-attached. A release operation was performed using the manual adapter tool, but it was stiff and did not move. The adapter tool got damaged while it was turned. The surgeon decided to perform an additional resection, and an 11 cm vertical incision was added below the navel and the incision was opened with a wound retractor. Another new 45amt was used and tried to cut more inner the anus side of the initial separation line, but the firing stopped midway. An additional resection was performed using 60amt and the anal side was separated. The oral side was also resected with 60amt, the specimen was separated from the tissue, but the handle was outside of body with clamping the trocar, and the cartridge which clam ped the tissue was in the surgical field. As they were unable to be removed ,the connection part of the shaft was destroyed with a pliers and removed from the body.

Manufacturer narrative:
D10 concomitant product: sigphandle signia, (serial number: (B)(6)), sigpshell signia, (lot number: n1m0543y), egia60amt endo gia, (lot number: n1m0391y), egia45amt endo gia, (lot number: p1f1555), sigmret signia, (lot number: c7f7401x). H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a broken off piece of reload stuck in the tip of the adapter and the blue button was in its home position. Functionally, the blue button could be only partially depressed, and the adapter was connected to gen2 acc lite and the switch state was found to be closed. The strain gauge couldn't be evaluated with the piece of reload still attached and there were no errors in the adapter log. The adapter had 10 of 50 procedures remaining and the adapter was connected to a rpa handle running 29.1.3 software. The handle went into emergency retract mode and displayed the remove reload screen. The broken off reload adapter could not be removed and the adapter was disassembled in order to remove the broken off reload piece. After the adapter was reassembled, it was reconnected to the rpa handle, but the firing rod wouldn't calibrate properly, and would stick out further than normal. Despite this, the a dapter calibrated with a green adapter swim lane, but a reload could not be attached to it. This is likely due to the firing nut getting damaged from excessive force applied with the manual retract tool. It was also noted that there were marks on the firing rod tip, which are indicative of the firing rod pulling through the reload laminates. The adapter was reconnected to gen2 acc and the strain gauge was functional. It was reported that the device was difficult to unload. The reported issue was confirmed. The most likely cause was not traced to the device. It was also reported that the device initially fires but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the rectum was resected during a laparoscopic low anterior resection, surgeon was informed that the jaws could not be opened. It was reported that the knife did not return to its original position when the rectum resection was attempted using the power handle and 45amt inserted from the lower right abdominal trocar under scopic view. The knife could not be restored even after the handle was removed using the powered approach and re-attached. A release operation was performed using the manual adapter tool, but it was stiff and did not move. The adapter tool got damaged while it was turned. The surgeon decided to perform an additional resection, and an 11 cm vertical incision was added below the navel and the incision was opened with a wound retractor. Another new 45amt was used and tried to cut more inner the anus side of the initial separation line, but the firing stopped midway. An additional resection was performed using 60amt and the anal side was separated. The oral side was also resected with 60amt, the specimen was separated from the tissue, but the handle was outside of body with clamping the trocar, and the cartridge which clam ped the tissue was in the surgical field. As they were unable to be removed ,the connection part of the shaft was destroyed with a pliers and removed from the body. Surgery was extended by 30 minutes or more due to device problem.